Event description:
It was reported that the patient's device had a power on reset occur. The patient came into the clinic so that the device could be interrogated with a manual charge time completed and software reloaded onto the device. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.